Event description:
It was reported that the product was replaced and returned due to pump recall. The pump was delivering lioresal intrathecal 2000 mcg/ml at a daily dose of 290.4 mcg/ml. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)